Manufacturer narrative:
(B)(4). Work order search. Results: a work order search was performed and there were no similar complaints found. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
It was reported that the surgeon inserted a cc4204a collamer single piece lens and the lens tore upon insertion. The incision was enlarged to remove the lens and sutures were needed.